Manufacturer narrative:
Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube. Unit received with blank display due to corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Customer stated there was no physical damage to the reservoir lip ring. Customer stated that the insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.